Manufacturer narrative:
D1 was revised. E1 zip code was reported incorrectly on the initial report that was submitted in the initial reporter postal code field. The zip code moved to the zip code field. Added zip code extension as it was omitted from the initial report that was submitted. H6 added medical device problem codes as they were omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient had transthoracic echocardiogram (tte) and imaging showed appropriate impella orientation and positioning. Patient had 2 bouts of sustained ventricular fibrillation (vf) requiring defibrillation twice during echocardiogram (echo). Subsequently, the patient was hypotensive and required significant increase in vasoactive-inotropic score (vis) but remained at p6. Impella connect connection was lost overnight. Tte also showed depleted right atrium (ra)/rv with volume overloaded lv. Increased support to p8, given albumin, start bicarbonate drips for metabolic acidosis, and attempt to wean vasoactives. Started with dobutamine and levophed next. Impella 5.5 site looks good with no hematoma. Jackson-pratt (jp) bulb drained with minimal output. Urine output marginal but good in color that has slightly improved with the increase in p-level. Lactic was normal. On amiodarone, heparin, and primacor. It was reported that patient had left anterior descending (lad) had stent before, but is calcified within the stent and has complete total occlusion. No plans to attempt revascularization. It was reported that the patient had off pressors and just on dobutamine. Platelets were 66 this morning and heparin induced thrombocytopenia (hit) tests were sent. It was reported that the patient had percutaneous coronary intervention yesterday. Bleeding noted at site, but has since subsided. Hit sent and heparin was on hold. It was reported patient had slowly weaning impella but is very reactive to position changes. The patient developed hypotension. Diuresis stopped, potentially hospice as not a candidate for left ventricular assistance device (lvad) or heart transplant. It was reported that the patient experienced purge pressure blocked alarm. Initiated tissue plasminogen activator (tpa) protocol for purge fluid, per hospital policy. It was reported that the patient had purge system that was de-aired and purge cassette replaced. Tpa in purge initiated and the placement signal and lv waveforms flipped. This could indicate impending pump failure and the team opted for tpa instead of replacing the impella at this time. The patient remained stable and the motor current was monitored. The impella stopped alarm occurred in the evening and the impella flows were 0.0. The team explanted the dysfunctional impella 5.5 and placed a new impella 5.5 to the left axillary. The patient went from 1 pressor/inotropes to 4 different pressors/inotropes.